Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. Investigation summary: bd received three photos for investigation. Two of the photos display the locking mechanism not attached to the device, while the third photo shows material and batch information. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode: defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 1 of 2. It was reported that during blood collection of one patient using bd vacutainer® eclipse¿ blood collection needle, the safety shield fell off. No adverse impact was reported regarding the patient or user.